Manufacturer narrative:
Conmed received a broken suture passer needle for evaluation. Visual inspection of the returned needle confirmed the reported breakage and the broken portion was not returned. A review of the device history records could not be performed as the lot number was not provided. This needle is composed of shaft and blade made of (B)(4) super elastic nitinol and a tab made of lustran (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported regarding this type of incidents. The suture passer and needle were released in (B)(6) 2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in a mini-open left shoulder/rotator cuff repair procedure on (B)(6) 2014, the tip of the suture passer needle broke off while the surgeon was trying to pass the suture. The facility reported that the surgeon was successfully passed 2-3 sutures, but the subsequent one would not pass. The surgeon then examined the instrument and discovered a portion of the nitinol needle tip was missing. The surgeon visually inspected the surgical site but could not locate the broken tip. It is believed that the broken tip was removed via suction and/or irrigation, which is typical of this type of procedure. Other than a 15 minutes delay, the procedure was completed as planned using a new needle with no further complications or patient injury. It was further reported that 8x10 x-rays were performed immediately on completion of the procedure at a variety of different angles and no evidence of the missing tip was found in the surgical site.